Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to the therapy monitored volume failed performance specifications. This is an indication that the device failed volume accuracy during the monitored therapy. Additionally, the pal lab found fill 1 was out of specification.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy during fill 1 and drain 1 but passed the rite electrical test. The assignable cause for rite test failure - volumetric accuracy was undetermined due to insufficient evidence. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.